Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2014. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. Rv pacing impedance slowly decreasing, from near 300 ohms in (B)(4) 2015 to near 260 ohms in (B)(4) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited decreasing impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.